Event description:
Same case as 2134265-2011-05614. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous proximal left circumflex artery. Prior to the procedure the physician was testing the speed of the 1.75mm rotablator burr and the 330cm rotawire guide wire detached when the speed of the rotablator went from 190,000 to 200,000 rpms. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Event description:
Same case as 2134265-2011-05614. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous proximal left circumflex artery. Prior to the procedure, the physician was testing the speed of the 1.75mm rotablator burr and the 330cm rotawire guide wire detached when the speed of the rotablator went from 190,000 to 200,000 rpms. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and tactile inspection revealed that the core wire was fractured approximately 207cm from the proximal end. The fracture site presents rotational marks indicating that the burr came in contact with the wire. The distal portion of the wire was approximately 123.2cm long and the proximal portion was approximately 207cm long. The outer diameter was measured and all measurements met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).